Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted insulation damage. Microscopic visual inspection revealed the trilumen insulation was damaged approximately 26.2-27.3 cm from the is-1 pin exposing the conductors. Electrically, the lead was within specification. Final evaluation determined the location and type of damage was most likely caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was exhibiting low impedance measurements of 200-218 ohms. During isometrics, noise was generated which was oversensed by the device resulting in stored episodes. No pacing inhibition was noted and the patient was asymptomatic. A revision procedure was performed and visual inspection confirmed insulation damage located on the lead near the clavicle. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.